Event description:
Covidien received information that alleged a patient was removed from the ventilator. There was no patient harm or injured as a result of the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).